Event description:
The customer reported that the system will not complete boot. The workstation remains down with black screens.

Manufacturer narrative:
(B) (4). The ge service rep was unable to access the hard disk drive or reformat the hard drive. He replaced the hard disk drive and reloaded the software. The system operates as intended.